Event description:
Boston scientific received information that this patient's right ventricular (rv) lead displayed high pace thresholds and loss of capture. As a result, a procedure was performed to troubleshoot the issue. First the patient's right atrial (ra) lead and rv leads were tested on the pacing system analyzer (psa) and found to be within normal limits and stable. The physician suspected a possible setscrew issue with this pacemaker so it was explanted and successfully replaced. The patient was kept in the hospital for observation. The next day the rv loss of capture was noted again. As a result, another revision was performed. During this revision the physician stated that there was a capped rv lead that was unknown to them, previously implanted on the right side. The physician feels that this capped chronic lead may have been in physical contact with the in service rv lead causing loss of capture. The in service rv lead and ra lead was explanted and successfully replaced. There are no allegations on the ra lead. There has been no further loss of capture seen. There was no reported asystole lasting greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.